Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) # p100022/s027. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the pmcf study ¿zilverpass¿. It is related to 410553, 410557, 410561, 410564, 410565, 410733, 410737, 410740, 410742, 410743,410744, 410745, 410746, 410747, 410748, 410749, 410754, 410755 410757 and captures 01 event requiring amputation in belgium. Manufacturing records review: prior to distribution all zilver ptx devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label there is no evidence to suggest the user did not follow the IFU. It should be noted that the instructions for use (ifu0017) lists the following as potential adverse events: -ischemia requiring intervention (bypass or amputation of toe, foot or leg) image review : an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to pre-existing conditions of peripheral artery disease (pad) with a stenotic or occlusive de novo lesion located in the femoropopliteal arteries. Risk factors for pad include age, obesity, nicotine abuse, hypertension, hyperlipidemia, diabetes and family history. Ischemia is a severe stage/complication that can arise from femoropopliteal peripheral artery disease. According to input from medical affairs, "patient existing conditions i.e., lesion could also be a factor, in fact, the lesion would be a main factor. There is no evidence within the study to suggest any device malfunction or deterioration in device characteristics.". As previously noted, ischemia requiring intervention (bypass or amputation of toe, foot or leg) is listed as a known potential adverse event within the IFU. Confirmation of complaint: complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation: the complaint was raised from pmcf study ¿zilverpass" and captures 01 event requiring amputation in belgium. Confirmed quantity of 01 patient, confirmed used. According to medical input, the patient would have required transtibial amputation leading to permanent irreversible impairment due to this occurrence. From the study provided, ¿zilverpass", it is known that 01 patient required amputation. Investigation findings conclude a possible root cause could be attributed to the patients pre existing conditions/characteristics. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zilverpass: the cook zilver ptx drug-eluting stent versus bypass surgery for the treatment of femoropopliteal tasc c&d lesions. Patients in the zilver ptx arm were treated by placement of the zilver ptx drug-eluting stent (cook), according to standard procedures based on the instructions for use. The only pre-treatment allowed prior to placement of the zilver ptx drug-eluting stent (cook) is standard pta. Diameter measurements must be performed of the healthy vessel proximal and distal to the previously stented area. Diameter selection of the zilver ptx drugeluting stent (cook) should result in minimal oversizing. The target lesion needed to be completely covered by using as few stents possible. Post-dilatation could be performed according to the instructions of use. A total of 220 study subjects were enrolled. Five sites in belgium, four sites in germany, two sites in italy and two sites in brazil. This complaint will capture events potentially occurring in belgium. 1 patient had isro right sfa (study lesion) lesion, device, procedure related requiring amputation. Transtibial amputation. 35 patients female, 78 patients male. Average age 70 years.